Event description:
The patient was admitted to the hospital on (B)(6) 2026, for a scalp infection. The patient had a wound washout. The connector cover, ferrule clamp and strain relief were replaced. The incision has since been closed, and the patient is in recovery. Cultures were positive for s. Aureus. No new findings were seen on MRI.

Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.